Event description:
The patient had blood infusing at 175 ml/hr when the pump started making a "screeching" noise, showing "system error". Infusion was stopped and pump was switched out. Manufacturer response for infusion pump, outlook 400es (per site reporter): b braun reps are on site and will be evaluating this type of error along with the other pump error issue. There is more than one pump with this issue.